Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked. The following information was provided by the initial reporter: "needle (partially) blocked."

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked. The following information was provided by the initial reporter: "needle (partially) blocked."

Manufacturer narrative:
H.6. Investigation: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.